Event description:
Insertion of peripheral IV catheter. Within 3-5 min systemic response erythema, urticaria and large wheals, c/o head and neck congestion. Rash all over. Swelling of ears, lips, arms which spread rapidly. Immediately removed catheter. Notified dr. Rx benadryl 50mg IV (2 doses) at 1525 and 1900 hrs and l2 by cannulae. Discharged next day 7/3/96 at 0930 - skin clear.